Manufacturer narrative:
One non sterile cypher select + 3.00x23 was rec'd coiled inside a plastic bag. The hub was rec'd cracked staring from the distal end of the hub ending just after the molding injection point. The stent was rec'd mounted on the balloon without anomalies. Review of the mfg documentation associated with this lot presented no issue during the mfg process that can be related to the reported complaint. The failure reported by the customer was confirmed. The exact cause of this failure could not be determined. However, this failure is related to the mfg process of the product (hub molding process). An internal investigation has been opened to address this type of failure. Cypher select product (B)(4) is not distributed in the us; however, it is similar to us distributed cypher product (B)(4).

Event description:
A pt was admitted for coronary angiography and subsequent stenting of a moderately calcified, 90% lesion in an unk vessel. A cypher select + 3.00x23 mm stent was chosen for the procedure. There were no anomalies noted prior to use with either the device or the packaging. The device was prepped successfully according to IFU. There was no difficulty attaching the inflation manometer to the hub of the catheter. There was no difficulty advancing the device to the target lesion. After positioning in the target site, the physician attempted to apply a negative prep. No negative pressure was achieved and continuous bubbles were noted. Consequently the device was not able to be inflated at all. The cypher sds was removed without incident by pulling it back through the guiding catheter. There was no reported pt injury.